Manufacturer narrative:
The device was returned to nihon (B)(4) and evaluated. The problem reported by the customer was duplicated. The hard drives were replaced. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) has a blue screen and is non-functional. Biomed reports hard drives have been replaced.